Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained low blood glucose. Customer went to the emergency room and was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of the emergency room visit was 68 mg/dl. Customer stated that his low blood glucose is a result of this basal rate being set incorrectly. He stated that he treated with food and glucose prior to hospitalization. Nothing further was reported.